Manufacturer narrative:
A company service representative examined the system and confirmed the reported problem. The mpc front panel connector was replaced. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no patient harm/injury." (No consequences or impact to patient). Product problem(s): "system did not recognize mpc scissor." (No code available). A nurse reported, the unit would not recognize the mpc scissors. This event occurred during a case. The scissors were exchanged for a new pair and the case was completed. Before beginning the next case, they exchanged the system and completed the remainder of the cases for the day. The nurse stated these were reusable scissors and thinks this is a system issue and not the scissors. There was no patient impact reported.